Event description:
It was reported that during an ablation procedure and high voltage was not disabled. It is believed that inappropriate therapy was delivered. The device was found in reset. The device was reprogrammed.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.